Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025 senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 17 june 2025, the user informed senseonics that the system showed results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection showed that a portion of the sensor hydrogel was missing from the long end of the sensor, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps and was unrelated to the user's complaint. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation in one of the sensing areas, consistent with hydrogel oxidation; however, this was appropriately de-weighted by the system and was therefore not expected to contribute to the observed inaccuracy. The in vivo data also showed that quality flags were raised on two channels due to communication issues due to an issue with the sensor's internal electronic component, contributing to noisy and inaccurate sensor glucose values. The user was offered a sensor replacement as a resolution. B4. Date of this report 15 sept 2025. G3. Date received by the manufacturer? 15 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4307.